Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, in order for the patient to upgrade to a MRI compatible implant. The patient was re-implanted with another cochlear device during the same surgery.